Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was removed in a bar fight by a knife-wielding assailant. The device and leads were removed. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439688, lead, implanted: (B)(6) 2014; 6935m62, lead, implanted: (B)(6) 2014. (B)(4).